Manufacturer narrative:
No investigation could be peformed. The customer technical services could not retrieve the computer file for this plate on the user's server because the user had deleted the report from the file.